Manufacturer narrative:
Device evaluation summary: according to the information reported, the left breast prosthesis bottomed out post implantation. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right breast capsular contracture, left breast bottoming out. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 400cc gel breast prostheses developed baker grade IV capsular contracture in her right breast post implantation. Additionally, it was reported that the patient¿s left breast prosthesis bottomed out post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel xtra breast implant 355cc gel breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-01210 for the report for the patient¿s right breast prosthesis.